Event description:
Customer reported receiving a motor error alarm on the insulin pump when attempting to correct for dinner. Customer stated that when they went to rewind they also received another error alarm. Customer does use the sensor feature and they were unable to complete the rewind sequence. Customer's blood glucose reading at the time of the call was 39 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test and prime test. However, the insulin pump was received stuck on a motor error alarm loop that occurred during a bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. No motor position encoder error alarm could be verified due to alarms in the history for a corrupted history file. The insulin pump was received with a cracked case at the display window corners and minor scratches on the display window.